Event description:
It was reported that the micro sagittal saw ran without user activation during a podiatry procedure. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device has been received by the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.